Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was unk. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 5.0 mg/ml at a rate of 6.0 mg/day; bupivacaine 40 mg/ml; compounded baclofen 200 mcg/ml and clonidine 200 mcg/ml.